Manufacturer narrative:
Complainant name: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed the balloon has a pinhole 0.5mm from the proximal markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A non-bsc balloon catheter was advanced for dilation; however, during first inflation, the balloon ruptured. Subsequently, a 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilation. However during first inflation at 11 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and several non-bsc balloon catheters were used; however, they were unable to dilate the lesion, and so the procedure was stopped. No patient complications were reported and the patient's status was stable.